Event description:
Additional information indicated patient's left ins had been giving her pain since replacement in (B)(6) 2012. She couldn't raise her shoulder without pain. Hcp revised the implantable neurostimulator (ins) on (B)(6) 2012, but chaffing was reported. The ins was still too close to the shoulder and the patient was in constant pain. It was stated that "abrasion was not apparent on the outside, but it was maybe inside." The ins rubbed, and in the morning when the patient woke up, she had trouble finding the ins because "it moved so far up her shoulder." An appointment with patient's healthcare professional (hcp) was scheduled on the day after the report to discuss possible further surgical intervention. The patient had been to the emergency room due to pain at ins site, but nothing could be done for her except giving her narcotics. Patient's status was unknown. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the patient's stimulator was "too far over on the shoulder." It was stated that the device was interfering with the mobility of her left arm. It was noted that the primary care physician said "this was wrong," though the details of this statement were unknown. The patient's left shoulder twitched sometimes which was not painful, but it was not comfortable. It was reported that once in a while, the patient had pain, but most of the time, it was discomfort. In another report, on the same day, it was stated that the patient was having "issues" with her battery that had been replaced in (B)(6). The details of these "issues" were not expanded upon. It was stated that the patient was looking for a new physician who would perform a replacement surgery for her stimulator. Thirty days later, it was reported that the patient's stimulator was replaced on (B)(6) 2012, after which she had an "overdose of electric shock" and the "cord started pulling at her neck." It was reported that the physician was "focused on getting the cord in properly," so "the battery was positioned in such a way that she could not use her left arm to turn on and off her bedside lamp." It was also noted that "it was painful" and the device "would shift and hit a nerve." About a week prior to report, the patient had a surgery to "correct" the placement of the device. The device was moved "just enough so it was not painful to use her arm." It was also stated that the patient hadn't begun physical therapy, so she was not sure if that would be painful. It was reported that when leaning forward, the patient felt a tingling "under the battery," but "99% of the time it occurred when she was lying down." It was noted to be an annoyance. The symptoms were reported to have occurred at the lead-extension connection and stimulator location, though it was unclear whether this pertained to the paresthesia after surgery or the pain before surgery. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information indicated that the patient was still having concerns and was seeing new doctor on (B)(6) 2013. The patient was still having pain and using advil, acetaminophen and creams to obtain pain relief. It was also stated that patient's previous physician did not move her implant during the (B)(6) 2012 surgery as she had requested.

Event description:
Additional information received reported that the cause of the event was the position of the implantable neurostimulator (ins). It was noted that there were no abnormal impedance measurements. It was reported that a revision of the ins was done on (B)(6)2013. The ins was relocated medial and away from axilla. It was noted that this reduced the complaints of pain. The patient did not require hospitalization and recovered without sequelae. It was unclear which device this information referred to or if both of the patient's devices were revised.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 3389-40 lot# j0217159v, implanted: 2002 (B)(6), product type lead product ID, 3387-40 lot# j0230891v, implanted: 2003 (B)(6), product type lead. (B)(4).

Event description:
Additional review indicated that the symptom of pain and the device repositioning surgeries related to the patient's other device (see MFR. Report 3004209178-2012-10866). It was reported that the patient still had some symptoms of shaking. It was noted that the patient 'wasn't worried about the shaking.' The reporter stated that the patient saw a neurologist who said that she was on the right program. It was noted that the patient had seen her neurologist a few days prior to the report and her device was set at 2.7 volts. The patient referred to the device as her 'good' device. It was reported that when the neurologist tried to turn up the device the patient had a bad reaction and 'went straight out like she'd been hit by a lightning bolt.' The reporter stated that the patient wanted the device setting to remain the same and told the neurologist not to change it. Per manufacturer device registration it was reported that the patient's device was replaced on (B)(6) 2013, prior to the reporter's statements. It was unclear if the device had been replaced or not.